Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
A literature article describes a 66-year-old male with end-stage renal disease and chronic occlusion of the right internal jugular vein who underwent graft placement with a venous outflow component deployed across a self-expanding stent previously placed in the superior vena cava. Six weeks later, the patient presented with a thrombosed graft. During a mechanical thrombectomy procedure using the angiojet¿ system, resistance was noted while advancing the catheter through the venous outflow component. Fluoroscopy revealed that the hero graft tip had eroded through the stent struts and become partially extravascular, likely due to mechanical stress and friction over time. The thrombectomy was aborted, and the graft was surgically revised.